Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, heavily calcified, distal circumflex artery, after pre-dilatation with a 2.0 x 12 mm balloon dilatation catheter (bdc), the 2.5 x 38 mm xience prime stent was successfully implanted; however, a proximal stent edge dissection was noted. A xience stent was implanted as treatment, resolving the event. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.